Manufacturer narrative:
This product was lost in transit and is not expected to be returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered two inappropriate shocks to the patient. Review of device data indicated there was oversensing of noise and low amplitude measurements. Surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered two inappropriate shocks to the patient. Review of device data indicated there was oversensing of noise and low amplitude measurements. Surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.